Event description:
It was reported that the right atrial (ra) lead became bent during an implant procedure. It was suspected that the event was related to the patient anatomy and the implant procedure process. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a bent lead was confirmed. As received, a complete lead was returned in one piece for analysis. A visual and x-ray inspection revealed the lead body to be bent with the inner and outer coils kinked at the distal region of the lead. The reported event of a bent lead is consistent with procedural damage.